Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was lost during the cleaning process. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the femoral provisional was tight while trialing and broke when attempted to be removed. No patient consequences were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint was not confirmed as no product was returned; visual and dimensional evaluations could not be performed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required. It was mentioned that the surgeon was aggressive when removing the mod boss and was broke. However, the product was not returned for further evaluation. Without the opportunity of evaluating the actual product, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.